Manufacturer narrative:
Result: dip switch settings.

Event description:
It was reported by service report that the bed was not configured correctly to work with the nurse call system in the headwall. No pt involvement or adverse consequences are reported.